Event description:
The customer reported a communication error and that the system shuts down spontaneously. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system software was reloaded. The system was tested and found to be working as intended and returned to service.